Manufacturer narrative:
Product analysis found visually, there was no damage in the construction of the device seen by the unaided eye. There was contamination on multiple areas of the device especially the cuff balloon. Under magnification, there were small voids in the blue and blue with white stripe trace pads and ink traces (underneath the adhesive). Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 18.2 ohms (blue), 8.5 ohms (blue with white stripe), 20.3 ohms (red), 11.2 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while performing bend testing in which individual trace is bent near the clamp shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative, no signal feedback from emg tube when detecting nerves after intubation. Tube was replaced with the backup endotracheal tube to complete the surgery. There was no patient injury related to the event.